Manufacturer narrative:
.

Event description:
Additional information reported: the reported event resulted in a tracheostomy tube change. Also reported, adult velcro ties are used to secure the device during patient use as the provided twill ties irritate the patient. The velcro ties used are much larger than the eyelets of the device and the ties are pulled tightly. Patient will being using new custom tracheostomy tube on (B)(6) 2016, the new tracheostomy tube has thicker eyelets.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of end user that the tracheostomy tube broke at the flange after an unknown amount of time in use.